Manufacturer narrative:
The field service engineer (fse) replaced a probe and all probe valves and performed precision and accuracy testing successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.2 results for 4 patient samples on a cobas c513 analyzer commercial system. The customer was prompted to repeat the patient samples as their qc was out of range after running patient samples. Sample 1 had an initial a1c result of 10.570%. The sample was repeated twice on another c513 analyzer and the results was 9.410% and 9.54%. Sample 2 had an initial a1c result of 7.610%. The sample was repeated on another c513 analyzer and the result was 7.030%. Sample 3 had an initial a1c result of 11.600%. The sample was repeated on another c513 analyzer and the result was 10.420%. Sample 4 had an initial a1c result of 6.350%. The sample was repeated on another c513 analyzer and the result was 9.410%.

Manufacturer narrative:
The reagent lot number is 715055. The expiration date was not provided. The field service engineer (fse) found defective naoh tubing and replaced it, replaced the diaphragm, cleaned a valve, checked the water level rinse tubing, adjusted the probes, replaced the lamp and cuvettes, replaced rinse tubing, replaced a sample probe, and performed an instrument check and qc successfully. The investigation is ongoing.